Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8297829. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-12-04. Medical device lot #: 8289773. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-11-14. " initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leaking occurred when connected to pump with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 2 separate occasions during use with batch 8297829, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (2 of 3). It was reported the syringe leaks. Leaking from syringe when used on pump. Looks like this is happening with only the syringes coming from the (B)(4) plant.

Manufacturer narrative:
Investigation: six samples received for investigation. Two from lot number 8297829, three without blister pack with unknown lot number, and one from lot number 8016821. Test were performed such as leakage, deformation in the thread of the barrel, defects on molding for barrel, plunger rod and/or stopper affecting functionality, additionally, ten retention samples were performed on lot number 8289773. The results were compliant, no defects observed. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
It was reported that leaking occurred when connected to pump with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 2 separate occasions during use with batch 8297829, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (2 of 3) it was reported the syringe leaks. Leaking from syringe when used on pump. Looks like this is happening with only the syringes coming from the mexico plant.